Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. During the meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The following sections were updated/corrected: b4,d4,g4,g7,h2,h3,h6,h10. On november 29, 2018, it was reported that the device had incomplete mesh. During the meshing of previously recovered cadaveric donor skin. The customer did not return a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was november 13, 2018 where it was reported that the device was producing an incomplete mesh and the bushings, side plates, damaged comb, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher was unable to be performed as the device was not returned for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.